Event description:
Heartmate 2 presents with left ventricular assist device (lvad) alarms, + controller wrench, and near syncope. Lvad flow went down to 2000s with flow reading 0.0. Suspicious for driveline fracture. Heartmate 2 was surgically exchanged to heartmate 3 lvad. Manufacturer response for left ventricular assist device, heartmate 2 (per site reporter): manufacturer agreed that waveforms suggested driveline issue.